Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to the high blood glucose 450 mg/dl. The customer stated that the insulin pump was damaged. The battery compartment was stripped and his insulin pump was off. The customer declined troubleshooting for the blank display and high blood glucose. The customer was advised to discontinue use of the insulin pump and revert to a back up plan. Advised customer that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery , low battery, weak battery , battery out limit and failed battery test alarms noted during testing. Device had stripped battery cap coin slot , cracked battery tube threads. (B)(4).